Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2011 and is normally submitted via an alternative summary reporting (asr). Information was subsequently received on (B)(6) 2011 that revealed an out of spec condition for the lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4): the full lead in segments was returned and analyzed and found the distal conductor fractured. The defib conductor was fractured and distorted, the distal conductor distorted, the outer tubing kinked/buckled, the outer tubing overlay had cosmetic environmental stress crack (esc), exposed defib coil had white substance, the outer overlay tubing had white substance, the outer insulation had cosmetic depression, there was blood in/on the helix/lobe mechanism.

Event description:
It was reported the lead was removed due to infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications were reported as a result of this event.